Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable is bent and no longer charges the pump and subsequently the pump shut down. The customer's blood glucose level was approximately 300 mg/dl. Customer was able to charge the pump with an alternate cable and resume insulin delivery.